Event description:
Literature was reviewed regarding aortic valve replacement vs. Balloon-expandable and self-expandable transcatheter implantation in low-risk patients. The study population included 253 patients who were predominantly male with a mean age of 78.7 years old. Multiple manufacturers¿ devices were implanted in the study population; the medtronic avalus surgical valve was among several devices implanted in the surgical aortic valve group and the medtronic evolut transcatheter valve was implanted in all 80 patients in the self-expandable transcatheter valve group. The study found the self-expandable transcatheter valves to be associated with a significantly higher 5-year mortality compared to the surgical aortic valve group (22.5% vs. 11.6%, respectively). However, there was no statement establishing a direct causal or contributory relationship between medtronic product and the deaths. Among all patients, other clinical observations included: renal failure, stroke, myocardial infarction, arrhythmia requiring permanent pacemaker implant, mild or greater paravalvular leak (pvl). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: lodo et al. Aortic valve replacement vs. Balloon-expandable and self-expandable transcatheter implantation in low-risk patients. J clin med. 2025 nov 21;14(23):8278. Doi: 10.3390/jcm14238278. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.